Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a non-bsc right ventricular (rv) lead showed a sudden increase in rv pacing lead impedance but not out of range and some months later another spike with high, out of range values. A spring contact behavior was suspected. There were no noise events. It was suggested to reprogram the pacing and sensing polarity. No adverse patient effects were reported.

Event description:
It was reported that this system with a pacemaker and a non-bsc right ventricular (rv) lead showed a sudden increase in rv pacing lead impedance but not out of range and some months later another spike with high, out of range values. A spring contact behavior was suspected. There were no noise events. It was suggested to reprogram the pacing and sensing polarity. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal. If information is provided in the future, a supplemental report will be issued.